Event description:
On (B)(6) 2024, a patient (pt) called to report an immediate burning sensation in both eyes (ou) upon insertion of 1-day acuvue® moist® brand contact lenses (cls) on 24feb2024. The pt inserted the left eye (os) lens first and then the right eye (od) lens, but due to burning immediately upon insertion, the pt removed the od cl and then the os cl. The ou "bothered" the pt the "rest of the day." The pt went to an emergency room (ER) and was advised by the ER doctor that the pt had ¿chemical burn ou¿ and the ER paperwork stated the pt had ¿chemical conjunctivitis.¿ the ER doctor prescribed unknown antibiotics, erythromycin ointment for use three times a day (tid) ou and advised the pt to follow-up with the primary care provider (pcp). The pt visited an eye care professional (ecp) due to "getting headaches from the eyes" who ecp agreed with the chemical burn diagnosis from the ER doctor. The pt reported undergoing two different "procedures" by the ecp, one was "tissue on the eye." The ecp advised the pt that the os was worse than od and the pt advised the os cl was on the eye longer than the od cl. The pt recalled showering, washing hands and opening lenses, but denied touching any products or surfaces prior to inserting the suspect cls. The pt did not use any other solution and inserted the cls directly from the blister packages. The pt agreed to email copies of the medical reports. The pt was asked to return "in about 2 months" for follow-up. Additional attempts were made to the pt for medical records and suspect product on 02may2024, 08may2024, and 15may2024with no success. No additional medical information has been received. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number 2164940697 was produced under normal conditions. The os suspect cl was requested but has not been received. No additional evaluation can be performed. This report is for the pt's left eye (os) event. The report for the pt's right eye (od) event will be provided in a separate submission. If any further relevant information is received, a supplemental report will be filed, as appropriate.